Event description:
(B)(6) clinical study. Same case as: MDR ID 2134265-2013-04271. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. In (B)(6) 2013, the subject presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a denovo lesion located in the distal rca (right coronary artery) with 95 % stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 12 mm (B)(6) stent, with 0% residual stenosis. Target lesion #2 was a denovo lesion located in the mid lad (left anterior descending) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct stent placement using a 3.50 x 20 mm (B)(6) stent with 0% residual stenosis. Target lesion #3 was a denovo lesion located in the proximal lad (cass site # 12) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion #3 was treated with direct stent placement using 3.50 x 20 mm and 3.00 x 8 mm (B)(6) stents. Following post dilatation using stent balloon, grade c dissection was noted and residual stenosis was 0 %. The next day the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device has not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).